Event description:
It has been reported that the device is not functioning correctly.

Manufacturer narrative:
Further discussions with the customer confirmed this device is not a philips product. No further investigation is possible.